Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that after insertion of the intra-aortic balloon (iab) on an acute myocardial infarction patient, there was a "blood detected" alarm generated and blood was noted in the tubing. The iab was replaced with a new iab. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and a trace amount of blood found on the exterior of the catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was found on the catheter tubing approximately 43.7cm from the iab tip measuring 0.4cm in length. The penetration found in the catheter tubing appears to have been caused by a sharp object. We are unable to determine when the penetration may have occurred; it is likely that it caused the reported alarm and blood in tubing. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that after insertion of the intra-aortic balloon (iab) on an acute myocardial infarction patient, there was a "blood detected" alarm generated and blood was noted in the tubing. The iab was replaced with a new iab. There was no reported injury to the patient.